Event description:
It was reported the physician performed a laminectomy and placed a lead during the procedure, and was unable to get the lead blank over the lead. The physician opted to remove the first lead, and used a different lead and performed a second laminectomy to complete the procedure. It was reported the second lead functioned, and the procedure was extended approximately one hour.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.